Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: there was no battery cap returned with the pump; a test battery cap was inserted for testing. The pump history shows that the pump settings were programmed with a blood glucose target of 5.0 mmol/l +/- 2.8 mmol/l., insulin to carbohydrate of 1unit:18g. A ezcarb bolus was performed with 19 g carbohydrate and the pump correctly calculated a 2.15 unit bolus. A second bolus was performed for 39 g carbohydrate and a blood glucose of 2.0 mmol/l; the pump correctly calculated a 1.85 unit bolus. The pump was confirmed to be recording the insulin remaining correctly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump bolus calculation was not subtracting insulin as appropriate for low blood glucose levels entered into the calculation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.